Manufacturer narrative:
H10: multiple attempts have been made on 08/18/2023, 08/30/2023, and 09/08/2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is not operating on ac power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version r. The customer swapped the power cord and advised of possible power supply failure. The unit is operating on battery power without any issues. The rse provided parts ID for the power supply.